Manufacturer narrative:
Pt was injected trans urethral with coaptite and then developed urinary retention. A foley catheter was inserted for 24 hr, and the pt had no further issues with retention.addl lot# 1005478.

Event description:
Pt was injected trans urethral with coaptite; she then developed urinary retention.